Event description:
After patient treatment with juvederm ultra plus in the cheeks and nasolabial folds the patient noted a cyst in one of the cheeks and a cyst in one of the nasolabial folds. The patient also presented with inflammation and a possible infection. The physician prescribed oral keflex for the possible infection although culture results have come back normal. The cyst in the cheek has been drained several times by the treating physician and would return. The cyst in the nasolabial folds is hard. The physician believes the cysts may have existed prior to having juvederm and was exacerbated by the treatment. The physician noted that the drainage of fluids and the oral keflex were prescribed to hasten the resolution of the symptoms and prevent worsening of symptoms.

Manufacturer narrative:
Medwatch sent to FDA on 06/04/2009.